Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further inclinic examination, with the examination still pending. This electrode remains in service. No adverse patient effects were reported. At a later date, this electrode was explanted and was found to have fractured. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 335 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further in clinic examination, with the examination still pending. This electrode remains in service. No adverse patient effects were reported. At a later date, this electrode was explanted and was found to have fractured. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further inclinic examination, with the examination still pending. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: if remedial act init, type (h7) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 335 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further inclinic examination, with the examination still pending. This electrode remains in service. No adverse patient effects were reported. At a later date, this electrode was explanted and was found to have fractured. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.